Manufacturer narrative:
The batteries was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed 3 critical battery alarms involving bat320033 and bat320047. In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, logs revealed power switching events. The power switching events and critical battery alarms are indicative of a communication error between the controller and batteries. Analysis of the batteries revealed that the device passed visual examination and functional testing. Heartware is investigating communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat320033 / 1650 / manufacturing date: 03/19/2016 / expiration date: 03/31/2017 (B)(4).

Event description:
A report was received that the patient was seen in the clinic and upon interrogation was noted to have had three "critical battery" alarms. The patient was aware that these alarms occurred and knew that two of the three occurred with the same battery. The patient stated that he was able to disconnect and reconnect the battery and the alarms resolved. The patient was provided with a new battery to replace the one he knew was associated with the "critical battery" alarms. Controller log files were sent. Clinical engineers were able to confirm the "critical battery" alarms and identified one additional battery involved in these events. No patient complications have been reported as a result of this event. No further information has been provided.